Event description:
The pt experienced shaking, flushed skin, and sweating. The pump was replaced (see mfg. Report #6000030201003991). Afterward, the pt was not getting desired pain relief. A dye study was performed (date not reported). The catheter had migrated. The catheter was replaced. The pump was replaced with a device with a 40 ml reservoir because the refill interval was too short. There was no pt injury associated with the event. The pt recovered without sequela.

Manufacturer narrative:
(B) (4): the pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.